Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) for short interval counts (sic) and high impedance. The lead was also believed to be fractured. The lead was partially explanted and replaced due to the lead coming apart at the time of explant. The right atrial (ra) lead was also explanted and replaced due to the lead adhering to the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h4 product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 lead, implanted: (B)(6) 2009, dtba1d1 crt-d, implanted: (B)(6) 2015. (B)(4).